Event description:
The customer obtained a falsely low total beta-hcg result on a patient sample. An initial neat total beta-hcg result of 904 mlu/ml was reported to a physician. The physician questioned the result, so the patient was redrawn one week later, and the sample was run neat and diluted. A final result of 400,000 mlu/ml was obtained. A bias of this magnitude might lead to inappropriate physician action. There was no report of patient harm as a result of this event.